Event description:
It was reported, by the bsc returns department, that a damaged device was received. A taxus express2 3.0x16mm drug eluting stent was received at the bsc returns department with a note written on the outside of the package "damaged during placement". The product was in a biohazard bag and not in the original box. The device was returned to the investigation site, where it was confirmed that there was stent damage. No info was provided about pt status. The facility was unable to provide any add'l info.

Manufacturer narrative:
Initial visual examination noted the presence of stent damage. One proximal stent strut was raised. Some damage was noted in the center of the stent, some of the struts were flattened. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. Attempts to insert the recommended size guidewire (0.014 inch) was unsuccessful due to solidified contrast media present within the entire length of the inflation lumen. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted with the returned device which could have contributed to the reported complaint. A review of the shop floor paperwork found that the device met material, assembly and product specifications. The root cause of this complaint could not be determined.